Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block when their left ventricular (lv) lead dislodged into the main coronary sinus and exhibited non-capture at full output. An attempt to reposition the lead was unsuccessful. The physician also attempted to remove the lead, but it became stuck in the lower right atrium level as it bunched up during retraction. The lv lead was capped and not replaced due to patient anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.